Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05481. It was reported that oversensing was noted on the ra lead. The lead was explanted and replaced. The device was prophylactically explanted and replaced due to advisory. Patient was stable and continues to be monitored.

Manufacturer narrative:
Additional information: interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).